Event description:
It was reported that during the procedure while inserting the lead into the venous introducer, the lead was noticed with blood in the coil which was underneath the insulation. The lead was removed and was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. The primary analysis finding noted the outer insulation was observed with blood ingression. The outer insulation was breach (extrinsic) cut. The proximal conductor was distorted (extrinsic) kinked/buckled. Visual analysis noted the lead was damaged at implant. Lead was returned had been damaged. Blood in the coil which was underneath the insulation observation due to outer insulation breached extrinsic cut.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.